Manufacturer narrative:
(B)(4). Additional information: the patient's date of birth was unknown, however, it was reported that the patient was born in 1968. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. The cause and treatment of the peritonitis were not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient recovered and was discharged from the hospital after 23 days. Should additional relevant information become available, a supplemental report will be submitted.